Manufacturer narrative:
Findings: pump received with scratched case, missing retainer ring, reservoir tube missing o-ring, scratched keypad overlay, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.